Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving prialt (ziconitide, snx-111) (10mcg/ml at 0.628mcg/day) and bupivacaine (19.4 mg/ml at 1.218mg/day) via an implantable pump. The indications for use were unknown. It was reported that there was difficulty with a normal pump fill due to the pump flipping. The healthcare provider (hcp) planned a pocket revision as the pump had been flipping. Once the pocket was opened, it was discovered that the catheter was not functioning due to being twisted from the pump flipping. They ended the surgery and scheduled a catheter revision after reaching out to the manufacturer representative (rep) for a date. The pocket revision was conducted by the hcp without notifying the rep, so they were not there to support the case. The catheter revision was scheduled for on (B)(6) 2023. During the catheter revision, the hcp removed part of the pump segment and unsuccessfully aspirated. The hcp tied off the remaining part and implanted a new catheter. The rep was not aware of any other factors that may have led or contributed to the issue. No troubleshooting was performed. A successful catheter revision was done, and the issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8781, lot# serial#: (B)(6), implanted: on (B)(6) 2018, explanted: on (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(6), ubd: 13-dec-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.